Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrect entered in the pump's correction factor, carbohydrate ratio, and basal rate settings. Customer's blood glucose level was 329 mg/dl. Reportedly, the customer corrected the settings and resumed insulin therapy.